Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal 9cm section of the guidewire had been fractured at the nitinol tubing with extensive stretching to the platinum coil and fracturing to the core wire. The functional inspection was unable to be performed due to damage. The reported event ¿guidewire broken/fractured during use¿ was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the physician routinely flushed the guidewire and microcatheter, then delivered them together through the right middle cerebral artery (at the thromboembolic site) to the m2 segment. At this point, the physician prepared to withdraw the guidewire to deliver the retriever stent, but noticed that the distal end of the guidewire was immobile upon retraction. After multiple attempts to twist the guidewire, the physician observed that the radiopaque segment at the distal end remained stationary. Upon changing the angle of observation under fluoroscopy, it was discovered that the guidewire had fractured, with the proximal end of the fractured segment remaining inside the intermediate catheter. The guidewire was then slowly pulled out from the catheter outside the body, revealing exposed fine filaments at the tail end of the fractured segment. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and it was confirmed that the distal section of the guidewire had been fractured and there was extensive stretching noted to the platinum coil. It is probable that there were procedural and/or anatomical factors present during the clinical procedure which may have caused the reported fracture, it is likely that the guidewire was then stretched upon removal from the patient. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire broken/fractured during use¿ and to the analysed event ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire distal tip stretched¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an emergency retriver stent procedure for the m2 segment of the right middle cerebral artery, the subject guidewire had fractured, with the proximal end of the fractured segment remaining inside the catheter. The physician then switched to a new guidewire and delivered it along the catheter to the site of the first subject guidewire fracture, wrapping around it. The fractured guidewire was then slowly pulled back entirely into the intermediate catheter, which was subsequently withdrawn. The physician successfully completed the thrombectomy procedure thereafter. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an emergency retriver stent procedure for the m2 segment of the right middle cerebral artery, the subject guidewire had fractured, with the proximal end of the fractured segment remaining inside the catheter. The physician then switched to a new guidewire and delivered it along the catheter to the site of the first subject guidewire fracture, wrapping around it. The fractured guidewire was then slowly pulled back entirely into the intermediate catheter, which was subsequently withdrawn. The physician successfully completed the thrombectomy procedure thereafter. No clinical consequences were reported to the patient due to this event.